Event description:
During a venogram/thrombectomy performed on a left lower extremity dvt, the boston scientific angiojet zelante dvt thrombectomy set catheter came apart. The plastic broke and split the catheter in two. No pieces broke off inside the patient.